Manufacturer narrative:
Unit passed self-test and displacement test. Intermittent response from up button due to moisture damage to keypad traces. Unit successfully downloaded to thump. Stuck key alarm was found on (B)(6) 2024 two times between 02:13:39.000 to 02:14:27.000 in history files. No pump error 63 noted during test. However, confirmed pump error 63 (line number 147 file number 2017) in the history files on (B)(6) 2024 two times between 21:50:54.000 to 21:51:26.000 due to moisture damage to the pcb1 board and pcb2 board. No damage noted to force sensor. However, moisture damage noted to pcb1 board and pcb 2 board during visual inspection. The p-cap/reservoir does lock properly. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case at the battery tube, stained serial number label, corroded battery tube. Intermittent response from up button due to moisture damage to keypad traces. Confirmed pump error 63 in the pump history download due to moisture damage to the pcb1 and pcb2 boards. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received pump error 63 and keypad issue. Troubleshooting was performed it was reported customer able to successfully clear the alarm, received request to rewind the pump and was able to complete the rewind and the alarm occurred during basal delivery. No harm requiring medical intervention was reported. The customer will discontinue using the device and the device will be returned for analysis.